Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The company service representative performed a system verification and confirmed that laser engine alignment, figure of merit (fom), energy polynomials, and ffap settings were within specifications. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that after finishing the patient's right eye with excimer laser, the hinge width was created wider than normal (45 degrees). The surgeon went ahead with treatment on the patient's other eye. A company representative went back to the laser used to create the flap and noticed what looked like a start of another side cut lightly etched inside. The right side of the cut starting at the hinge and extended back from about one o'clock to two o'clock hour. The surgeon mentioned that he was not able to reflect the flap back far enough and that the hinge seemed longer. The surgeon does not feel like there were any issues with her outcome in that eye.